Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while connected to a patient, the ventilator alarmed for fluctuating o2 concentration. There was no patient harm. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module and the air gas module were replaced and returned for investigation. The o2 gas module and the air gas module regulates the inspiratory oxygen and air gas flow to the patient. The reported fluctuating o2 concentration was not reproduced during test of the returned o2 gas module and the air gas module in a ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. No device log files have been received. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.